Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor was reading. Customer stated that there was one time where the sensor glucose was reading 209 mg/dl but the blood glucose was actually 37 mg/dl. Customer received lost sensor alarms. Customer inserts in arm with the serter. Transmitter passed the test plug procedure. Current blood glucose is 250 mg/dl. Nothing further reported.